Manufacturer narrative:
The following devices were also listed in this report: 665918,6260-9-126,26mm std lfit v40 head,shc; cat# 6260-9-126; lot# 62051209. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a revision will be performed on the patient's hip. An irrigation and debridement with revision of the bipolar component and femoral head will be performed on (B)(6) 2020. The reason for the revision was not reported to the rep. Rep provided the usage sheet from her previous surgery. The rep may be able to obtain usage information for the upcoming revision. As no stryker rep will be present for the procedure, rep reported that no further information will be available.